Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that possible over delivery has occurred. Customer's father called to change sensor. Customer's blood glucose level was 1.1 mmol/l. Sensor glucose v/s blood glucose error led up to the event. Customer was treated with glucagon injection. Customer was using insulin pump with 48 hours of reported low blood glucose event. Customer was using minimed system with automode feature at time of the event. Customer reported that the auto mode/smartguard was not automatically delivering insulin at the time of low blood glucose event. No further patient complications were reported. Troubleshooting was not performed; however, the customer will continue use of the device.